Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be completed once the investigation results are available.

Event description:
Customer reported receiving erratic readings on their freestyle flash blood glucose monitor. Customer reported receiving readings of "hi", "hi" and 106 mg/dl within 10 minutes (any result greater than 500 mg/dl is reported by the meter as "hi"). All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.